Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure intermittently. Physio replaced the programmed system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would power on with a white screen and lock up. There was no pt use associated with the event.